Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding lcd glass. There was no blank display. Unable to perform the rewind, basic occlusion, occlusion, prime/ compromised force sensor system, the excessive no delivery, and displacement test due to physical damage to the lcd. The unit had a minor scratched display window, a cracked reservoir tube lip, a cracked reservoir tube window corner, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer called in to report that the insulin pump fell out of his pocket and then the display went blank and was cracked. The customer's blood glucose level ranged from 45 to 500 mg/dl. The customer stated he had the low reading, treated by eating candies, and then 2 hours later it was high. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.